Manufacturer narrative:
(In addition to the initial information).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer requested a bolus for 25 units of insulin, but observed 8 units exit from the end of the infusion set tubing. Although requested by tandem technical support, the customer declined to perform troubleshooting. Reportedly, blood glucose level ranged from over 400 (mg/dl) to over 500 (mg/dl) with moderate to large ketones. Reportedly, the customer used a backup pump to address bg level. In addition, the customer confirmed having backup therapy available for diabetes management.